Event description:
It was reported that, during robotic laparoscopic right partial hepatectomy and cholecystectomy procedure, a bipolar fenestrated grasper (bfg) broke while being used. The broken instrument was safely removed using the standard broken instrument withdrawal technique and was then replaced with a bipolar maryland forceps. The broken piece did not fell into the cavity of the patient. There was no significant delay in the overall procedure beyond the brief time needed for instrument exchange. The surgeon was able to complete the procedure successfully with the substituted instrument, and no notable procedural time was lost. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg), as well as the associated device data and provided image. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. The jaws of the device were not properly aligned. Microscopic inspection of the drive cables noted no damage. Part of the white plastic pulley was disengaged and the disengaged piece was not returned. The energy cable was disengaged. The puck was displaced on the side of the disengaged piece. The drive cable was displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates an instance of difference in commanded and actual jaw angles. An error code ¿motor position limit¿ was triggered. The reported bfg had a use time of four hundred and eighty-six minutes and a use count of four at the time of the issue. The logs are not able to detect a pulley break. Evaluation of the provided image notes that it shows a bfg with the plastic pulley portion broken. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during robotic laparoscopic right partial hepatectomy and cholecystectomy procedure, a bipolar fenestrated grasper (bfg) broke while being used. The broken instrument was safely removed using the standard broken instrument withdrawal technique and was then replaced with a bipolar maryland forceps. The broken piece did not fell into the cavity of the patient.  There was no significant delay in the overall procedure beyond the brief time needed for instrument exchange. The surgeon was able to complete the procedure successfully with the substituted instrument, and no notable procedural time was lost. There was no patient injury.